Event description:
Pt came into physician's office for check of left testicular prosthesis. Found prosthesis to be 1/4 (one fourth) the size that it should have been. Scheduled surgery and explanted prosthesis with probable rupture. Post-op visit, pt ok.